Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from the lot. Based on information provided and without the device to analyze, a cause for the reported unintended movement associated with a sleeve steering issue resulting in entrapment of device associated with clip becoming caught in anatomy could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+ and an enlarged atrium. One clip was inserted and successfully deployed on the tricuspid valve. To further reduce tr, a second clip was inserted and was advanced into the right ventricle (rv). However, while in the rv, it was observed the clip had rotated 90 degrees and became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed. Although the clip remained in chordae, it was able to grasp both leaflets, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.